Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on two patient samples and a falsely elevated potassium (k) result was obtained on one of the two samples on a dimension xpand plus with hm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc instructed the customer to replace the integrated multisensor technology (imt) sensor, clean the imt system, replace x seal, adjust pump rate and back-flush the rotary value. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed preventive maintenance, replaced imt tubing, x seal, sensors and adjusted the pump rate. Quality controls, diluent check and condition were run, resulting within range. The customer performed precision tests and results were within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of discordant, falsely elevated na, k and cl results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.